Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented received a vibratory alert on (B)(6) 2020. The patient presented in clinic and device interrogation revealed that impedance was low. The lead was capped and replaced on (B)(6) 2020. Prior to procedure, lead noise was also observed. Patient was stable throughout event.